Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 5/1/2014. Confirmed the mvs connection errors during image acquisition after 3d spins and during mvs umbilical cable attachments to the imaging system. The medtronic representative replaced the breakout panel and umbilical cable. After replacement, imaging system testing was performed and it passed all tests. Issue resolved with part replacement. The umbilical cable and breakout panel were returned the manufacturer for hardware analysis. Investigation of the breakout panel finds that the umbilical connector pins (12 and 6) were discolored due to electrical overstress. The j14 connector was cut and broken. The hardware investigation on 6/19/2014 found that the reported event was related to an electrical issue due to the connector being damaged. The umbilical cable components was found to be fully functional and ran without any issues with no problem found on 6/20/2014. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not communicating with the mobile view station (mvs) system. Replacement parts were ordered for the umbilical cable and socket. This was discovered outside of any patient involvement. No additional details were provided.